Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional information becomes available, a supplemental report will be sent. (B)(4).

Event description:
Report from (B)(6) stating that the device was overheating. The device was not used in surgery. It is unk if injuries or medical intervention were reported. No additional information available.